Event description:
It was reported that the device had no output, and the patient experienced syncopal asystole. It was also reported that there was low bipolar impedance, less than 200 ohms, with unipolar impedance higher than bipolar, and no capture on the lead. The device was explanted and replaced, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B) (4) normal battery depletion.